Event description:
It was reported that this right ventricular (rv) lead was explanted due to it was exhibiting noise. Another lead was implanted in the left bundle branch. No additional adverse patient effects were reported.